Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded stent was used during a stent placement procedure for a klatskins tumor performed on (B)(6) 2013. During deployment of the advanix stent, as the stent was being pushed into place, the nurse attempted to withdraw the introducer simultaneously. Resistance was felt by the nurse. Once the stent was in position, the guidewire was removed and an attempt was made to withdraw the entire introducer into the lumen of the push catheter. The push catheter was withdrawn and it was noticed that the guide catheter had detached and remained inside of the common bile duct inside the stent. The push catheter was fully withdrawn through the scope and a biopsy forcep was successfully used to remove the guide catheter from the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.